Event description:
It was reported it is believed the pt's scs lead migrated due to the pt developing shingles post implantation and not being able to remain stationary. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.